Event description:
It was reported that this right ventricular (rv) lead exhibited a perforation and a pericardiocentesis was performed. The patient was not doing well and was intubated. No additional adverse patient effects were reported.